Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, physician tried multiple time to fix the lead. Lead could not be fixed to myocardial tissue. Different lead was used to implant and completed the procedure. Patient was stable.